Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 had failed. The user stated that they had performed a station reboot followed by recover storage space, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the tower door 3 malfunction had been caused by medications falling behind the shelf tray and pushing it forward, creating negative pressure that prevented the door from opening. A field service engineer confirmed that the issue was resolved by removing the obstruction. Then the fse applying conducting grease to all tower door latches, inspecting and securing the cabling and harnesses, and crimping and tightening all connectors as a preventive maintenance. The system functioned as intended after the field service engineer completed the repair.